Manufacturer narrative:
The ht controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. When installed in a known good system, the system booted and motion, x-ray, and communication readied as expected. The atp console was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. When installed in a known good system, the system booted and the generator readied. Both 2d and 3d imaging were successful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The high tenstion controller and atp board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The ht and atp board were returned but were under analysis at the time of filling.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a popping noise when the system took a lateral shot and would no longer take images after the issue. Rebooting resolved the reported issue. There was no impact to patient. There was a reported delay to the procedure of 5-10 minutes due to the reported issue.